Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump battery cap is damaged and unable to be removed from the pump. Customer does not recall any significant events leading to the error but stated that her daughter gave her this information over the phone and customer does not have pump to troubleshoot. Child's blood glucose was 36 mg/dl at the time of incident. Troubleshooting informed customer to call back when they have the pump to troubleshoot low blood glucose and battery cap issue.